Event description:
It was reported that a flogard infusion pump experienced an f38 alarm on pump #2. It was not specified when in the process this occurred, however there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing confirmed that the device experienced an f38 alarm when it was powered on. The cause was determined to be that the force sensing resistors (fsrs) were out of specification. In order to address this issue the fsrs were replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.